Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery gauge is incorrectly displayed after the charging cord was abruptly disconnected from usb port due to human error. Customer's blood glucose level was 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.